Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed, the left ventricular lead exhibited high pacing impedance. No intervention or patient condition was reported.